Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va05w0q, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 08-jan-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient got a device that the leads were put in incorrectly or were not in the right place. The patient was getting very little symptom relief from their bladder. The patient went to a nurse practitioner who fiddled with it as much as possible. Then the patient found a healthcare provider that had a machine the other one didn't have. The healthcare provider looked on the image and said it didn't look like the leads were placed in the right place. The patient noted they weren't blaming them, they said they could have moved. The healthcare provider redid it and put in a new ins and leads where they would get more help. No further complications were reported.